Event description:
Product was placed into the rptr in 10/87. Since 12/92, she has developed problems of fatigue, dry mouth and eyes, burning and pain in implant area, restlessness and insomnia, and arthritis-like conditions in left leg and knee requiring care of an orthopedic specialist and a rheumatologist. After seeking the advice of two plastic surgeons, the rptr was advised to have the implants removed, which will result in terrible scarring and loss of self-esteem.